Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile blood glucose results of 23.3 mmol/l and 8.0 mmol/l, 6.0 mmol/l on another manufacturer's system, all results within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.